Event description:
It was reported that during a colon procedure, the device would not staple but cut. Another device was used to complete the case. Intervention extended time was twenty mins. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Additional information: during the procedure, a first cdh29 lot f4n04r didn't work properly, without further information. A second cdh29 of the same lot was used, extending the procedure of 20 min. The firing was performed without issue. No detail provided on a leak test or on the donut. During the night following the intervention, a new surgery was performed: a staple was found malformed and not completely closed. No information on the circumstances leading to a new surgery (clinical symptoms ?) Or on the type of anastomosis repair (manual sutures ?).

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.